Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and severe moisture damage on the [pcba 1 j6 & j7 / pcba 2 / force sensor / motor / harness assembly vibrator and corroded battery tube] was found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case battery tube side, cracked case corner of belt clip rails, cracked case, cracked battery tube threads, and corroded battery tube threads. Blank display was confirmed during analysis due to severe moisture damage on the [pcba 1 j6 & j7 / pcba 2 / harness assembly vibrator and corroded battery tube]. Alleged cosmetic damage confirmed where cracked case battery tube side and cracked case corner of belt clip rails were noted. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had dropped insulin pump and it was damaged. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and advised to replace the insulin pump. The product mmt-1885 has been returned for analysis.